Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference (emi), oversensing, and pacing inhibition. The crt-d remains in service. No adverse patient effects were reported.